Event description:
As reported, the black handle of a 6/7f mynxgrip vascular closure device (vcd) fell off when the balloon got to the arteriotomy. Hemostasis was achieved by manual compression for 15 minutes. There was no reported patient injury. The deployer was certified on the mynx device. The device and packaging were inspected prior to use. The mynx vascular closure device (vcd) was used in a diagnostic procedure with a retrograde approach. A 6f non-cordis sheath was used. The shuttle handle was not displaced. Per user, the device was removed from the packaging correctly. Excessive force was not applied while withdrawing the balloon through the advancer tube. The balloon was fully deflated. The balloon was prepped with 100% saline. The deployer was not pinching or pinning the balloon with the advancer tube. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle of the vascular sheath introducer. The vessel type was artery. The device was not used in another vessel. There was no vessel tortuosity, and there was no peripheral vascular disease or calcium in the vicinity of the puncture site. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.